Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed rate accuracy" was not reproduced. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use, revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml. Both infusions ran to completion without interruption and no abnormalities. The device was tested for flow accuracy and delivered within intended range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.